Event description:
Information was received from a patient regarding an implanted infusion pump for non-malignant pain. It was reported that, a 6-7 months prior to this report, the patient had issues and went to "serastan". Further clarification was not provided. The patient later stated that they went to "ucla" but did not want to go back there for refills after seeing pictures from there by their husband. The patient was told they had an infection because it was itching but the patient told them it didn't feel swollen or anything. Per the patient, they looked at their ultrasound because they knew how to read ultrasounds and there was a little bit of fluid on it. The patient begged the facility they were at to call the doctor, but they woke up and found out that the pain pump and catheter were explanted without their consent. The patient was in so much pain, they were sleeping with diapers, and there were nights they had so much pain that they could not get to the bathroom on time. The patient was told that they would only implant pump with stage 3-4 cancer but the patient stated that they were suffering and did not understand why someone would not implant the pump for them. The patient had not left their house since the pump was explanted and they could barely sit down or sleep and could not drive at all. The patient had to hire an attorney to get the pump and catheter after it was explanted but they were told no. The patient confirmed that the entire system was explanted. When asked about the date of explant, the patient stated "like march I think" and then stated "I think end of february or beginning of march", then stated "about 6.5-7 months ago". The patient was not mad at the manufacturer. When asked about the explanting physician, the patient stated that they physician who did the refills had a place that was not sterilized and they went to a hospital to have it removed without their consent and did not provide further information. The patient was going back to have a doctor to implant the pump for them, but prior to their appointment with this doctor, they needed to find a doctor where they live to refill/manage the pump and provide this information to the implanting physician. The patient asked a variety of medical and billing questions.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.